Event description:
During an lar procedure, the stapler misfired. The surgeon fired the instrument across the colon and some of the staples did not form correctly. Where staplers did not form, suture was used and the case completed as orginally planned. No patient consequence noted.